Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer's clinical rep was present in the operating room during pt implant. It was reported that when the pump was implanted into the pt, it would not stay running and kept giving a "would you like to restart" message in the system monitor. The hospital staff exchanged the power module, system controller and system monitor which did not resolve the reported issue. A decision was made to exchange the lvad with another lvad, which resolved the reported problem. It was 8 days later that the pt unfortunately expired.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.